Manufacturer narrative:
The customer's strips were returned for investigation. The returned product was measured with a retention meter in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 hct: 47%, donor 2 hct: 41% . Testing results: donor #1: retention meter and master lot strips: 2.9 inr , retention meter and customer strips: 3.1 inr. Donor #2: retention meter and master lot strips: 2.2 inr, retention meter and customer strips: 2.3 inr. The maximum difference between measurements with the same blood sample was 7% all inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications.

Manufacturer narrative:
Occupation ni equals lay user / patient. The event occurred in (B)(6).

Event description:
The initial reporter complained of a questionable inr result from a coaguchek xs meter serial number (B)(4) compared to a doctor's office coaguchek meter. The specific model and serial number of the doctor's office meter were requested but could not be provided. At 5:00 pm the result from the doctor's meter was 3.0 inr. At 6:00 pm the result from the customer's meter was 2.3 inr. The customer therapeutic range is 2.0 - 3.0 inr. There was no allegation of an adverse event. The customer's test strip have been requested for return. Relevant retention test strips (lot 334499) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.